Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with no associated symptoms of hyperglycemia. The reporter stated that the patient self treated with insulin injections. The reporter alleged that the pump was not delivering accurately. The reporter was unable to complete troubleshooting at the time of the call. The reporter did note that there were several large prime volumes in the pump¿s history. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump appeared to have a delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 20-nov-2019. Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2019 with the following findings: during investigation, the pump passed all required testing for delivery accuracy . There was no prime issues were duplicated during investigation . The pump prime history contained data from (B)(6) 2018 and shows no prime amounts over 16 units. The complaint was reported on (B)(6) 2018, according to the pump history the pump was in use until (B)(6) 2019. Due to continued use all pump history , black boa and prime history has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.